Manufacturer narrative:
Results: the cat6 had bends approximately 3.5, 102.0, and 103.0 cm from the hub. The cat6 was kinked approximately 125.0, 128.0, and 130.0 from the hub. The cat6 was ovalized from approximately 126.0-126.5, 130.5-134.0 and 134.5-135.5. The peel-away sheath was attached to the cat6 and was undamaged. Clotted blood was present within the lumen of the cat6 and on the hub. Conclusions: evaluation of the returned cat6 revealed an ovalized region on the distal length of the catheter. If the peel-away sheath, supplied by penumbra, is not used during insertion of the cat6 into another device, damage such as this may occur. This damage likely contributed to the resistance experienced during the procedure. Further evaluation revealed kinks and bends along the length of the device. Based on the return condition, the kinks and bends are likely incidental to the complaint, and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while making one pass using the cat6 and a non-penumbra sheath, the physician experienced resistance. The physician then noticed that the cat6 was not working properly and was clotting. Therefore, the cat6 was removed and was found to be ¿accordioned¿. The procedure was then completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.